Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of "failed volume test during preventative maintenance," was not reproduced. The device was sent for flow line testing, and was within specification. A review of the event history log (ehl) revealed the last day of customer use revealed an infusion programmed at a rate of 40 ml/hr and a vtbi of 10 ml. The pump alarmed "upstream occlusion!" The user cleared the alarm and restarted the infusion. The pump then alarmed "downstream occlusion!" And the pump was auto-restarted. The user updated the vtbi to 10 ml, and the infusion ran to completion without further interruption. The user programmed and ran another infusion at a rate of 40 ml/hr and a vtbi of 10 ml. The infusion ran to completion without any interruption or alarms. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was not determined. No pump correction is required to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed volume test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.